Manufacturer narrative:
Date of submission 11/08/2017 animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The device has been returned and evaluated by product analysis on 10/20/2017 with the following findings: on examination, the audio bolus button cover was intact and without damage. On investigation, the audio bolus button demonstrated normal response. Investigation did not duplicate the complaint. Unrelated to the original complaint, the display screen was noted to be dim/faded/discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the audio bolus button was under responsive. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery.there was no indication that the product caused or contributed to an adverse event.